Event description:
A surgeon reported that during a procedure, the equipment stopped functioning and did not turn on again. The system was immediately exchanged to continue the case. There is no known impact or harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system, confirmed the system would not turn on, and replaced the power supply. The system was then tested and met product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause for the customer reported event is attributed to a nonconforming power supply since the reported issue was addressed after replacement of this component. The root cause of the power supply nonconformity is unk. (B)(4).